Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pregnant woman was admitted to the hospital due to restless menstrual pain and vaginal bleeding for more than one hour. The patient gave birth to a live baby girl. The woman returned to the clinic for review. The patient complained of pain at the perineal incision, but no fever and swelling. The doctor's examination of the perineal incision and found it has healed, but observed some absorbable sutures undissolved. There were white pus points at the knot, and felt pain when touching, but no pain and no feeling of redness and swelling. They cut off the knot, squeezed the pus, opened two bottles of skin cleansing lotion, rinsed three times per day. After follow-up by telephone, the symptoms were relieved, no pain, and the incision was not cracked.